Event description:
It was reported to boston scientific corporation that a radial jaw 4 gp biopsy forceps was used in the stomach during an endoscopic biopsy procedure performed on (B)(6) 2013. According to the complainant, during preparation, the physician inspected the device prior to use and noticed that the tip of the device was slightly damaged. The physician still tried to use it for the procedure, and while using the endoscope to check more clearly, found the distal jacket slightly peeled. The device was removed and was refrained from use. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patients' condition at the conclusion of the procedure was reported to be good.

Event description:
It was reported to boston scientific corporation that a radial jaw 4 gp biopsy forceps was used in the stomach during an endoscopic biopsy procedure performed on (B)(6) 2013. According to the complainant, during preparation, the physician inspected the device prior to use and noticed that the tip of the device was slightly damaged. The physician still tried to use it for the procedure, and while using the endoscope to check more clearly, found the distal jacket slightly peeled. The device was removed and was refrained from use. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patients' condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Examination of the returned device revealed jacket slightly scratched at the distal section. The scratching of the jacket was most likely caused by the handling of the device probably during unpacking, preparation, or shipping and without direct patient contact. Therefore, the most probable root cause is "handling damage." A search of the complaint database revealed that no similar complaints exist for the specified lot. The device history record review found the device met all manufacturing specifications.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.